Event description:
It was reported that the fiber broke during a photoselective vaporization of the prostate procedure. The procedure was completed utilizing another fiber. There were no clinical consequences to the patient.

Event description:
It was reported that the fiber broke during a photoselective vaporization of the prostate procedure. The procedure was completed utilizing another fiber. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the proximal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibited mild devitrification at output window and there was mild detritus adhered to the metal cap. The outer flow tubing open end exhibited signs of melting and tear. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. Analysis of the device did not identify breaks along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob was intact and capable of rotating the fiber. Due to the observed glass cap proximal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed proximal circumferential fracture. The reported issue of fiber break was not confirmed or distal cap fracture that could contribute to the potential for forward firing was not identified. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.